Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 on 10 pm due to a high blood glucose level of 499 mg/dl at the time of incident, the customer's blood glucose level was 130 mg/dl. Customer experienced symptoms related to their high blood and gastroparesis. The customer was wearing the insulin pump at the time of admission. The customer treated with insulin drip releasing. Customer assisted with troubleshooting. The insulin pump was not replaced or returned for analysis.